Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device activated an overtemperature alarm. Additionally the device had a broken door on the air detector. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the device was triggering an over-temperature alarm and that the door on the air detector was broken. The air detector door issue was confirmed during visual inspection. Further onboard testing revealed a defective potentiometer. Additionally, the air detector power supply was found to be non-functional. The main board, power supply assembly, and air detector door were replaced. The device was then recalibrated and successfully passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.